Event description:
Patient arrived at 1000 for his 1400 pump dc appointment stating that the pump started alarming around 0930. Upon inspection of the pump, it was on the main screen showing "program" and "library." When I pressed "program" and then "resume," it showed that only 10.4 of the 101ml bag was infused. Tubing clamp was partially closed. Patient states he did not press any buttons, nor did he open his bag at any point. Spoke with pa who stated ok to resume infusion. Reprogrammed a new pump and provided patient with instructions along with new pump dc appointment date and time. Original pump cleaned and given to nurse coordinator. Tubing was partially clamped shut. Unsure how 10ml infused - unsure why pump did not alarm "occluded."